Event description:
One day post tavr procedure, a "strange" leak from the aorta into the right ventricle was noted. At last report, the patient was doing well. As reported, the initial tavr procedure was uneventful. There was no paravalvular leak (pvl) or central aortic insufficiency (cai) noted at the conclusion of the case. Of last communication, the patient is being transferred to another hospital and will receive a vsd plug. Per report, the physician speculated that it could have been a shard of calcium, an edge of the valve frame, or a wire that perforated the heart wall during attempts to cross the native valve. The native annular diameter by CT was 485.9mm2. There was severe native annular calcification and severe native leaflet calcification.

Manufacturer narrative:
(B)(4). The IFU lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication. In this case, the cause of the intra-cardiac fistula was not confirmed; however, the physician speculated that it could have been a shard of calcium, an edge of the valve frame, or a wire that perforated the heart wall during attempts to cross the native valve. In addition, it appears that potential valve oversizing may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.